Event description:
When surgeon was drilling into the femoral bone during the total knee replacement, the stainless steel quick drill pin broke. The tip remained in the femur. The end that broke off and retained was approximately 21 mm long. The broken tip remained in the femur and was not retrievable.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.